Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient presented with complaints of black stools. The patient was evaluated by gi who recommended coumadin be held. Patient had four endoscopies, two colonoscopies and one esophagogastroduodenoscopy (egd). Findings were non-bleeding arteriovenous malformations (avms), a non-bleeding gastric ulcer and gastric polyp. The patient continued to have complaints and gi recommended continued monitoring. Patient was treated with blood transfusions. The patient has a capsule colonoscopy on (B)(6) 2019 which revealed no further bleeding issues. The patient was discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for gi bleeding on (B)(6) 2019. Patient was given aspirin and had blood transfusion. No further information was provided.